Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that through time they have seen the insulin pump continually get damaged. Customer's blood glucose level was over 280 mg/dl a few weeks ago. Customer advised their insulin pump had cracks and some pieces fell off. They did not know if they should report the issue or if it was normal wear and tear. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive during a bolus attempt. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.